Manufacturer narrative:
H.6. Investigation summary sixteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and bent non patient end of cannula was observed on five samples and a broken non patient end of cannula was observed on eleven samples. Due to the condition the samples were returned no clog testing could be carried out. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx drug would not come out and the needle was broken. This was discovered before use. The following information was provided by the initial reporter: with defective products (16), a customer reported that drug had not come out. Bent and broken needles were confirmed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx drug would not come out and the needle was broken. This was discovered before use. The following information was provided by the initial reporter: with defective products (16), a customer reported that drug had not come out. Bent and broken needles were confirmed.